Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).

Event description:
Patient's legal counsel reported that patient underwent a right hip revision procedure approximately eleven years post-implantation due to allegations of pain, tissue damage, metal wear, metal poisoning and pseudotumor formation. This report is based on allegations set forth in plaintiffs complaint and the allegations contained therein are unverified. It was reported that a patient enrolled in a clinical study underwent a right hip revision procedure approximately eleven years post-implantation due to pain, limping, dysfunction, elevated metal ion levels and a large fluid collection. Operative report further noted a pseudotumor, purulent fluid, trunnionosis and corrosion. The modular head was removed and replaced, and a liner was implanted.

Event description:
It was reported a patient enrolled in a clinical study underwent a right total hip arthroplasty on (B)(6) 2003. Subsequently, operative report noted patient was revised on (B)(6) 2014 due to pain, limping, dysfunction, elevated metal ion levels and a large fluid collection. Operative report further noted a pseudotumor, purulent fluid, trunnionosis and corrosion. The modular head was removed and replaced and a liner was implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces."